Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the connector pin itself didn't appear to be damaged but the connection was loose. The caller stated the healthcare professional (hcp) told them it was a glitch and to call for a replacement. It was reported the ins shut off and they had a return of symptoms (shaking uncontrollably). No further complications were reported as a result of this event. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported the patient's tremors returned. The hcp found the implant was off. It was noted the patient was calling in to patient services to get a new recharging system. The patient had to hold back black and grey wires into the charger at times to charge. The hcp reported it took two hours to charge currently. The patient had a dedicated table and never coils or bends the wires. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator had shut off which may be attributed to the ins reaching a depleted state. There were no patient symptoms or further complications reported as a result of this event. Follow-up information was received from the rep, reporting that the loose wires in the recharging system may have prevented charging of the ins. The rep reported that replacing the recharging system resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger ((B)(4)) found no anomalies with the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), reporting that the cause of the loose connection, the recharger not charging, the ins shutting off, and the return of tremors was suspected to be the wires/connection in the charger. No further patient complications have been reported as a result of this event.